Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the little chip of plastic has broken off the cover of the headlight. The issue was confirmed by photographic evidence. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, since the broken cover, leading to missing plastic particles could be considered a technical deficiency, and in this way the device contributed to the event the device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during preventive maintenance. When reviewing reportable events for this type of issue we were able to establish that the received incidents are occurring at a moderate ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. As stated by the subject matter expert at the manufacturer¿s site, according to the picture provided, the plastic top cover is deteriorated in the corner and a broken part is missing. The damages were probably caused by a collision. The cover involved was not returned for evaluation. A new cover available as spare parts in the kit ard368609996 must be installed in order to replace the cover damaged and to avoid any incident. To prevent any safety issue the instruction for use lucea 50/100 mentions to check the light heads for chipped paint, impact marks and any other damage, during the daily check. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 2nd november, 2023 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the little chip of plastic has broken off the cover of the headlight. The issue was confirmed by photographic evidence. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.